Event description:
Reporter alleged discrepant back-to back blood glucose results of 480 mg/dl on the advantage system compared to 157 mg/dl on a professional meter when tests were performed within 1 min. Reporter stated that the customer had no symptoms. No treatment/action was reported. A request was made for the return of the suspect device and replacement product was sent.